Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The revision reported was likely the result of prosthesis wear and fracture of the tibial insert, wear of the patella, and wear of a metal component. Three of the screw hole caps were determined to be missing during the revision surgery, which may have been the result of disassembly; however, the sequence of events cannot be determined. The reported wear, fracture, and missing components cannot be confirmed as the devices were not returned for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Medical records were provided for review. The review identified that at the time of the 2023 revision surgery, the surgeon opted to revise only the polyethylene component. The surgeon made the decision to increase the insert thickness and convert from a constrained condylar to a posterior stabilized constrained insert (from 9mm cc to 15mm psc). A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely the result of prosthesis wear and fracture of the tibial insert, wear of the patella, and wear of a metal component. Three of the screw hole caps were determined to be missing during the revision surgery, which may have been the result of disassembly; however, the sequence of events cannot be determined. The reported wear, fracture, and missing components cannot be confirmed as the devices were not returned for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty and then experienced revision surgical procedure approximately 11 years and 1 month after initial implant. No images were provided. There is no other information available.